Event description:
It was reported that following a bowel procedure, the patient required a re-operation related to an anastomotic hematoma. Bleeding developed along the tx60 staple line. The surgeon had the pathologist preserve the specimen. The patient is doing well. The device was disposed of and the surgeon has requested the specimen to be looked at. This is all the information available at this time.

Manufacturer narrative:
(B)(4). Additional information: batch # unk. Comment: based on the x-ray photo evidence, it does not appear that there are any staple form anomalies. There are also no gaps in the staple line whereby staples may have not been delivered and formed. Conclusion: based on the photographic x-ray evidence, the event description cannot be confirmed. Unfortunately, without device and cartridge availability, no additional analysis can be completed to determine the root cause of the event.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.